Manufacturer narrative:
The insulin pump was unable to perform displacement test due to unresponsive keypad. No button response on the down arrow button due to moisture damage on keypad traces noted. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
It was reported that customer's insulin pump had a button error. During priming customer noticed that the down arrow was not working. Customer's blood glucose was 125 mg/dl. The device was not bumped or exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).